Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was fully inserted into a patient's right eye, it was removed and replaced in the same procedure due to iol missing the lead haptic. A replacement lens of the same model and diopter was used. The outcome did not significantly interfere with patient's activities of daily life and the patient has fully recovered. It was noted that the device is not available for return as it was discarded. No further information was provided.